Event description:
Product analysis for this explanted generator was approved on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. To exercise the generator more strenuously, the generator was programmed to an output current of 2.00ma, instead of the last known output current of 0.25ma, during the monitoring test. However, a comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor tests (backup cap pos to can and backup cap neg to can). With the exception of the noted conditions, there were no adverse findings that would inhibit the product from performing as intended. The most probable root cause for the backup capacitor tests was identified to be a shorted capacitor, for which manipulation of the feed-thru wires may have been a contributing factor.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Device failure occurred but did not cause or contribute to a death.